Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Two days post procedure, the patient presented with new onset headache, blurry vision, nausea and vomiting. The patient was found to have multi-focal cva on the MRI. The patient remained asymptomatic with no focal neurological deficits. It is unknown if the device was related to the event.